Manufacturer narrative:
Device still implanted, explant procedure.

Event description:
The physician confirmed that the patient has an infection in the ipg device pocket and has decided to schedule a surgical procedure to remove the device as a result.